Event description:
It was reported that during a lobectomy procedure, when closing the device an abnormal sound was heard. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/12/2007. Evaluation summary: the analysis showed that the device was received in good visual condition and with no cartridge loaded in the device. However two cartridges were received inside the bag. Cartridge c was received unfired. Cartridge b was received partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No functional test could be performed due to the condition of the device. The returned cartridge c was loaded into a test device and it fired, cut and formed all the staples as intended. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.